Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during an unknown type of procedure on (B)(6) 2022 when it was reported ¿the cuff and the green cup came off from the main body and remained in the vagina when it was removed from the uterus. After removing the main body, the cuff and green cup which was remaining into the body were removed. There was no effect on the patient.¿. The procedure was reported as having been completed as planned with an alternate, unknown device. There was no report of injury, medical intervention, or hospitalization for the user. There was no report of fragmentation being left in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during an unknown type of procedure on (B)(6) 2022 when it was reported ¿the cuff and the green cup came off from the main body and remained in the vagina when it was removed from the uterus. After removing the main body, the cuff and green cup which was remaining into the body were removed. There was no effect on the patient.¿. The procedure was reported as having been completed as planned with an alternate, unknown device. There was no report of injury, medical intervention, or hospitalization for the user. There was no report of fragmentation being left in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Performed a visual inspection, the device was received disassembled. There is fluid present within the pilot balloon. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, advises the user do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon, the forward ¿cervical¿ cup, the back or vaginal cup, the locking assembly with thumb screw, the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.